Manufacturer narrative:
The device was tested at the bench and no anomalies were found. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was due to congestive heart failure and chronic obstructive pulmonary disease (copd). No further information is available at this time.